Event description:
Operating room technician reports the needle projected from the cannula, went through the temporal iris and tore the posterior capsule bag. The iol was placed in the sulcus and no other intervention was required. Patient is reportedly doing well with good vision.